Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing including bench handling and stress testing without duplicating the report. The processor bridge pace (pbp) board was replace as a percaution. The device was recertified and returned to the customer. The multifunction cable used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.